Event description:
Patient had a medtronic pacemaker recall on product information notification. Company recommended routine follow-up and monitoring and not removal. Patient had routine follow-up for several months when patient presented with shortness of breath and pedal edema for a few weeks duration. The diagnosis is that the pacemaker was failing. Pt underwent explant and successful generator change.